Event description:
During a phacoemulsification procedure, the foot pedal for this unit would not function properly and aspiration continued after the physician let his foot off the pedal. As a result, the capsule tore and a vitrectomy was performed. The pt did not suffer any add'l injury.